Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's left hip was revised approximately 11 years post-implantation due to hip and pelvic pain, tenderness, pelvic abscesses, aspiration of purulent fluid, grinding, and elevated metal ion levels. Revision operative report indicate murky fluid within the joint. The head and liner were removed and replaced and a polyethylene bearing was implanted.

Event description:
It was reported patient's right hip was revised approximately 11 years post-implantation due to hip and pelvic pain, tenderness, pelvic abscesses, aspiration of purulent fluid, grinding, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Revision operative report indicates murky fluid within the joint. The head and liner were removed and replaced and a polyethylene bearing was implanted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
A revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: m2a-38 acetabular cup p/n rd118850 l/n 121850; bi-metric cdh porous stem p/n 162307 l/n 107000. The reported event was confirmed through review of medical records and analysis of the returned device. Visual examination showed some scratches and slight deformation that was most likely caused by removal of the device. The part was checked on a zygo for sphericity. The sphericity tolerance and measurements were found to be conforming to the print specifications. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. There are warnings in the package insert regarding this type of event and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.